Event description:
It was reported that during surgery the device did not activate. There is no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, the batteries had leaked electrolyte. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the device would not power on in high or low mode with the original battery pack. The device functioned normally when connected to the lab battery pack. Visual inspection of the interior of the battery pack found the batteries had leaked electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends